Manufacturer narrative:
(B)(4). Final analysis found the field reported complaints were confirmed. The outer insulation was crushed at 25.8 cm from the connector pin and the outer coil was crushed at 24.6 to 26.6 cm from the connector pin due to clavicular crush. The lead was shorted. The inner insulation was damaged at 32.0 cm from the connector pin due to clavicular crush. (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture, loss of sensing and low impedance. The lead was explanted and replaced successfully on (B)(6) 2016. The patient was stable post procedure.